Event description:
A female patient had a right total iconacy hip replacement. She had multiple post- surgery dislocations: 11 days later, one month later and one and a half months later. The patient elected to have a revision of the hip one day after the 3rd dislocation. The revision procedure which was filed in a previous report. She also had a fairly severe scoliosis, with protrusion hip deformity.findings: the patient had instability of the right total hip with some settling of the socket into retroversion.manufacturer response for acetabular cup, I-hip acetabular cup (per site reporter):spoke to the vice president of iconacy - will forward reports.